Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when an asymptomatic patient presented for a scheduled office check, loss of ventricular capture, noise, and varying pacing lead impedance values were observed. Undersensing was also noted. The lead was capped and replaced. The patient was stable post-procedure.